Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to ICU via ambulance. Upon interrogation, the device showed an alert for possible high voltage circuit damage. The patient does not recall feeling any alert. The therapy was programmed off. The device remains implanted.

Event description:
New information notes the output anomaly was due to electrocautery. No device issue was observed.